Event description:
Procedure: roux-en-y. According to the report: the wingnut could not be rotated, so the surgeon changed the device. The tissue on the esophagus side was torn. Additional resection of tissue and re-anastomosis was done. Oozing under 200cc occurred. Nothing fell into the pt cavity during the procedure. The procedure was not extended more than 30 minutes. Re-anastomosis was done due to the tear. There was unanticipated loss of tissue as resection of tissue was performed.

Manufacturer narrative:
Date initial report sent: 11/13/2009.